Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a liver resection using the subject device, the tissue pad lifted off the front of the upper jaw within 1 hour after the surgeon started to use. The intended procedure was completed with another device. There was no patient injury reported. On, (B)(6) 2021 the subject device was returned to omsc for evaluation. Omsc found that the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. The device history record of osta for the lot indicated no anomaly with the event-related items below. ¿inspection however based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.